Event description:
No injury or future potential injury to this patient. Coating at tip of ablator was seen floating in surgical (arthroscopy) field. The coating was retrieved. The item was inspected and removed from the surgical field.